Manufacturer narrative:
Device evaluation: visual inspection revealed the tip has fractured off. Potential cause the root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or the use of the driver as a removal tool. DHR review a per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3012447612-2021-00341.

Event description:
It was reported that the tips broke off of a polaris screwdriver and dorsal height adjuster when trying to advance the screw intra-operatively. Another driver was used to complete the case. Everything was recovered from within the patient anatomy. There were no reported patient impacts. This is report two of two for this event.